Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a starclose se device with a 5f sheath after an angioplasty procedure. Reportedly, the vessel locator wings of the starclose se caught the calcium on the posterior wall of the artery. The safety release button was used to collapse the vessel locator wings so that the physician could bypass the calcium and then redeploy the locator wings. This was done; however, when an attempt was made to redeploy the vessel locator wings, they would not deploy. The device was removed and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Difficult to insert could not be replicated in a testing environment as it was based on operational circumstances. The reported vessel locator wing issue was not confirmed. Reportedly, the vessel locator wings of the starclose se caught the calcium on the posterior wall of the artery resulting in difficulty inserting the device. The safety release button was used to collapse the vessel locator wings; however, the safety release button was noted to be dislocated. This is consistent with pushing the button instead of sliding it. This would prohibit the re-deployment of the vessel locator wings. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to user technique and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.